Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported "grade iii-IV capsular contracture and retraction for the right breast" and "patient developed a case of migratory arthritis." Device remains implanted.

Event description:
Additionally, crease/folding of implant and anxiety-product/procedure were also reported.